Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed a cs 054 alarm. The cs 054 alarm was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no loss of power or alarms duplicated. Unrelated to the original complaint, the pump was opened and there was evidence of moisture found internally on the battery canister. The returned battery cap securely attached and there was no damage found to the pump case.